Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a cardiac thoracic vats procedure, the patient had a return electrode put onto her back and then was positioned on her back for a long period of time. The patient was a large patient. The patient post operation was transferred to ICU for two days and upon release to the ward complained of a pad on her back. Upon inspection the ward nurses noticed a large rectangular red area from where the pad had been placed, described as looking as if the area had blistered and the blisters had burst.